Manufacturer narrative:
There was no indication, based on the physical eval of the returned device and the reported event, that the device failed to perform as intended (causing a malfunction) leading to the perforation. Perforation is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU. It is important to note that a viper guidewire was used in this case but is not a compatible accessory. The IFU includes a caution regarding the use of guidewires not listed for use, "use only listed compatible guidewires and the introducers with the jetstream g3 system. Use of any supplies not listed as compatible may compromise performance of or damage the jetstream g3 system."

Event description:
The jetstream g3 was advanced to treat a 2 cm lesion located in the mid popliteal. The device was retracted twice out of the pt to shoot contrast and during the third pass, rpm issues were encountered while trying to engage the lesion. The device was removed from the pt and there was tissue wrap noted on the guidewire and device. A perforation was noted. The physician ballooned the area which contained the bleeding and the pt had good outflow.